Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient¿s device was being removed in the near future because it never helped them since implant and it made their pain worse than it was. The caller stated that they had an appointment tomorrow to schedule the removal and would update the manufacturer representative (rep) when the device was fully removed. The event occurred (B)(6) 2015. No further complications were reported/anticipated.